Event description:
Caller reported that the pump battery was depleting too quickly, leading to a pump shutdown. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller to uninstall and reinstall the mobile app and confirmed the customer¿s ability to resume insulin. Upon follow-up, the excessive battery depletion persisted even after calculating battery usage. Consequently, technical support decided to replace the pump and instructed the customer on returning the faulty device, ensuring continuity of insulin delivery with an alternative backup therapy in the meantime. The customer was able to put the pump into storage mode and complete the return process.